Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d.6b, h6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "rupture" "pain and deformity."

Event description:
Healthcare professional reported left side "rupture," "small cyst," "pain and deformity." Device remains implanted. Patient was treated with "analgesics and anti-inflammatories."